Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13843. It was reported the patient had been in a car accident on (B)(6) 2013 and was hospitalized for several days. The patient needed to use a walker/cane but now is walking again, however, she is still having issues with her legs. It was also reported the patient's programs started auto reducing. A sjm representative met with the patient and lead diagnostics showed multiple invalid contacts. Reprogramming was unable to resolve the issue. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.